Manufacturer narrative:
The customer's lancet device was returned for investigation. Section d4, lot number was updated. The reported failure on protruding lancets could not be confirmed during investigation. The lancing device was tested with retention test lancets at 11 different pricking depth settings, for each attempt needle was correctly retracted, ejected and produced a puncture hole. The lancing device could be primed and released without any problems and works in accordance with specifications. However, the lancing device was disassembled for investigation, but no abnormalities could be observed which could verify the customer allegation. Further investigation could not be carried out due to missing customer lancets. Medwatch fields d10 and h3 and applicable sections of g1 have been updated.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Medwatch field occupation: the occupation is lay user/patient.

Event description:
The initial reporter stated there was an issue with his coaguchek xs softclix lancing device. When the reporter went to use the lancing device, the lancet needle was sticking out beyond the protective end cap. The reporter stated he was not sure if he set up the lancing device correctly and it was confirmed the lancing device and end cap were not attached correctly. The reporter was assisted with setting up the lancing device correctly, including snapping the end cap on properly. Once this was completed, the needle no longer protruded beyond the end cap. The reporter tried testing, but was unsuccessful, so he changed the lancet in the device and properly snapped the cap on the lancing device. After this, the lancet needle was protruding beyond the end cap. The reporter stated the needle was loaded correctly and the cap was in the correct position on the lancing device.